Event description:
It was reported that patient had a concern for infection and the caused of the issue was unknown. The physician did a wound wash out and the patient was doing well.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had a concern for infection and caused of the issue was unknown. The physician did a wound wash out and the patient was doing well. Additional information was received that the patient underwent an explant procedure. The patient was doing well postoperatively. The explanted ipg was discarded by the facility. No further information has been obtained despite good faith efforts.